Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Evaluation summary: the device was serviced by a service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. A low battery alarm was identified during battery testing. The cause of the condition was determined to be a main battery. To correct the condition the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.